Manufacturer narrative:
Correction: section h6. Medical device problem code - previously reported as unintended movement (3026) changed to migration or expulsion of device: migration (4003). Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The lead and anchor were returned to saluda. The anchor passed visual inspection and retention force testing but failed functional testing, as the set screw did not engage when tightened. Further inspection identified biological material within the set screw hole. After the biological material was removed, the set screw engaged successfully and passed functional testing. X-ray imaging was provided, which confirmed lead migration. The cause of the biological material in the set screw hole remains unknown. The evoke scs system surgical guide outlines the risks associated with the implantation and use of a spinal cord stimulation system: "lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient with a history of previous closed loop stimulator (cls) revision procedure was evaluated for inadequate pain relief and unintended stimulation in the ribs/abdomen. Troubleshooting included reprogramming attempts and obtaining x-ray imaging to confirm lead migration. A lead revision was completed to resolve the event and restore therapy. During the lead revision procedure, the anchor was confirmed to not be retaining the lead. The referenced cls revision was previously reported under (B)(4), be- famhp reference (B)(4).

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.